Event description:
It was reported that the insulin pump alarmed motor error. The reported declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with broken reservoir tube lip, case cracked at the display window corners, minor scratched lcd window, and scratched reservoir tube window.